Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_lead, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding an implantable neurostimulator (ins). It was reported that the patient was implanted with a dorsal column stimulator in 1973. The patient reported that an embolism formed in the sacked that the electrode was in 1973. The patient stated that they were now paralyzed from the neck down in sometime in 1973-1974. The patient stated that it started with their toes falling asleep and it slowly worked its way up to their neck. The patient stated that the surgeon pulled out the electrode, but left the lead wire was in place in their neck. The patient stated that they had really serious back pain. It was recommended that the patient consult with a surgeon. No further complications were reported.